Manufacturer narrative:
Ftr#(B)(4). Post marketing vigilance (pmv) received one device. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. A broken needle was observed in the jaws of the instrument. The broken needle was broken at the swage, the most fragile point of the needle. The jaw gap was measured and met specification. No other visual abnormalities were observed for the instrument. The broken needle was removed from the jaws of the instrument. The instrument was then loaded with a needle from the pmv inventory and applied to test media. Pressure was exerted on the needle in all directions from both sides of the jaws during this test in an effort to simulate clinical conditions. The instrument was found to function properly and each needle remained intact. No difficulty was experienced in loading, unloading, or toggling the needle. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture.replication of the bent needle may occur when the needle is not loaded properly or when the needle is forced into an obstacle. This condition may also occur if excess pressure is exerted on the needle or the attached suture while the jaws are in the open position. In these situations, the needle may flex and ultimately break. Replication of the bent blade indicates that the instrument may have been exposed to an external force which bent the exposed metal bars. Based on the product analysis, the failure was confirmed to be attributed to the reported event. No enhancements or improvements were generated for the reported condition.should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, the device would not allow to reload a second stitch. The patient condition is fine. There was no issue during the surgery.